Event description:
Boston scientific received information that this patient's right ventricular (rv) lead displayed high out of range shock impedances at a follow up check. The high shock impedance was noticed in triad configuration. When put into distal coil to can configuration got an in range measurement of 58 ohms. Boston scientific technical services (ts) was consulted and discussed options. The boston scientific field representative stated the physician will program the lead distal coil to can and continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.